Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. As reported the surgeon suspects that the implant used to repair the hernia initially may not have been sized correctly to the defect. However at this time we have not received confirmation from the surgeon following the revision procedure. This information has been requested. Based on the information provided to date, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery. The warning section of the instructions-for-use (provided with the device) states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is reported that on (B)(6) 2016 the patient was implanted with a bard 3dmax light mesh for the repair of an inguinal hernia. On (B)(6) 2017 the surgeon reported that the pateint has been diagnosed with a hernia recurrence. The surgeon who reported the event suspects that the implant used to repair the hernia initially may not have been sized correctly to the defect. On (B)(6) 2017 the patient underwent a revision procedure to repair the hernia recurrence. The surgeon has not yet provided additional information regarding the results of the second procedure. As reported the issue does not appear to have been a device problem.